Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The high drain 101 (night drain #1) event was identified through an event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 08:25:51. No additional information is available.